Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient presented to the facility for an unknown reason. The patient's urine was tested on the consult hcg urine cassette and produced a positive result when read at 3 minutes. It is unknown why the positive result was questioned. The customer stated that the issue occurred on 6 different patients and some were sent for confirmatory testing and received negative results of "about 4 miu/ml". It is unknown if this patient was sent for confirmatory testing. No further information was provided. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false positives, including technique, storage, and handling.

Manufacturer narrative:
Retention and returned devices for the reported lot were tested with clinical negative urine samples. All devices were read at 3 minutes and yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please refer to the limitations and interfering substances section of the package insert. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.